Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire lumen became detached from the tip of the spline cage. During an ablation procedure to treat paroxysmal atrial fibrillation (paf), a farawave catheter was selected for use. While in use, it was noted that the guidewire lumen became detached from the tip of the spline cage. The central part of the catheter has been detached from the other splines whiles in use. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.